Manufacturer narrative:
No investigation as there was no alleged product deficiency.

Event description:
A medtronic representative reported that after a laser induced thermal therapy (litt) procedure, patient had a small bleed. The event was due to trajectory chose by surgeon. There was no alleged deficiency towards visualase system.